Manufacturer narrative:
Lot # not provided by reporter. Expiration date unk as lot # is unk. (B)(4). The device was not returned to aid in the investigation. Per specification, 100% inspection is required for product. "Insure correct inside diameter and outside diameter of tubing." Nd, "insure material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end to coil and 2 mm distal from distal end of coil." Per specification, "confirm surfaces of sheath and dilators are free of excessive dents, bumps or scratches." In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." While two inspections confirm the integrity of the sheath prior to shipping, the device may have separated due to adverse contact with calcified lesion(s) or another device and was subjected to tensile forces beyond its design strength, which meets requirements. Although this complaint is relevant to a CAPA which was previously issued based on prior similar complaints, the cause of this failure mode cannot be determined with any degree of certainty based on the info provided. The appropriate internal personnel have been notified of this event and we will continue to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA lead to a revised IFU issued; therefore, the occurrence rate since this date has been calculated as the lot number was not provided. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.

Event description:
Right leg laser atherectomy was being performed by the physician. The physician was attempting to insert the laser. Sheath was in place. When the physician was removing the sheath to replace with a shorter sheath, the sheath unraveled and broke into pieces. The pt had to under go general anesthesia to repair a left femoral artery and cut down on the right groin to retrieve broken sheath. The pt was admitted to intensive care unit post operations. .